Manufacturer narrative:
The suspected xenon lightsource (00mlx) was returned to manufacturer for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the xenon lightsource found that the unit failed to ignite when powered on and the unit failed the attenuation test. The lamp and the attenuator switch has been replaced to correct these issues. Root cause analysis: evaluation identified the xenon lightsource was in used condition with a failing attenuator due to wear. The reported complaint was confirmed. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) keeps blowing input ac fuses. It is unknown under which circumstance this event occurred; however, no patient injury or surgical delay was reported.